Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible over delivery and low blood glucose levels. Customer alleged the insulin pump over delivered insulin and they were hospitalized. Customer did not give details, declined to troubleshoot and disconnected the call. The insulin pump will not be returned for analysis.